Manufacturer narrative:
Additional information was received that the reason for explant was due to scoliosis in patient¿s spine that had to be corrected. No device malfunction was suspected and no further information could be obtained. Sc-1132 (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was returned for an unknown reason.

Event description:
A report was received that the patients ipg was returned for an unknown reason.